Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Trends are monitored on a (B)(4) basis. No further actions are possible with the available information.

Event description:
Edwards received information that twelve (12) years, eleven (11) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to mitral stenosis secondary to thickening and fusion of the leaflets. The transcatheter heart valve was implanted with "good results." No additional details provided.